Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the tip up fenestrated grasper instrument had bent jaws. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting bent jaws, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The instrument was analyzed and found to be related to the customer reported complaint. The instrument was found to have a broken grip at the midpoint of grip. A piece approximately 0.19" x 0.456" was found to be broken off. The broken piece was not returned. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.